Event description:
According the op report, cardiac catheterization showed a "small" paravalvular leak and "some" calcification. Intraoperatively, the valve appeared to be "intact except for a small area in the noncoronary cusp". The valve was removed and there was "no evidence" of vegetation, infection or tissue necrosis; however, "some" pannus extended into the orfice area on the ventricular side. A sjm 21aj-501, was then implanted. The patient was transferred to ICU in good condition.